Event description:
It was reported that device broke during an unspecified procedure. There was a backup device available and the procedure was not delayed. It is unknown if there was an impact to the patient due to this issue.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned offset coupler trial indicated that it fractured in two. The connection screw is assembled through the offset coupler male part into the offset coupler female part with a thread locking agent. An additional set screw is assembled on top of the connection screw in the offset coupler male part to fasten it during surgery. If an excessive amount of torque is applied to the set screw, torque may be transferred to the connection screw leading to a fracture. The cause for the break in the offset coupler trial connection screw may be attributed to excessive torque applied to the set screw. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.